Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address broken hinge post and loosening of the femoral, sleeve, and stem components (right side). It was reported that the patient fell.